Manufacturer narrative:
A supplemental report is being submitted for correction and device evaluation. Correction a5a and a5b: patient ethnicity and race were corrected from no information to not hispanic or latino and white. Product event summary: one (1) controller ((B)(6) ) was returned for evaluation. The pump ( (B)(6) ) and one (1) controller ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event. The most likely observed contamination can be attributed to handling of the device. Visual inspection did not reveal any signs of contamination within the driveline connector. Supplemental testing revealed that the controller¿s driveline connector functioned as intended with no anomalies observed. Internal inspection did not reveal any anomalies. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed three (3) electrical fault alarms, one (1) high watt alarm, eight (8) vad disconnect alarms, and two (2) vad stopped alarms within the analyzed period. An electrical fault alarm was logged on (B)(6) 2021 at 11:41:38 due to an open phase in the rear stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm at 11:41:49 due to the increased power consumption required to run on a single stator. A vad disconnect alarm was then logged at 11:41:50 on (B)(6) 2021 due to a physical disconnection of the driveline from the controller, likely due to troubleshooting. An additional electrical fault alarm at 11:42:03 on (B)(6) 2021 was recorded due to the rear stator not being connected. A vad stopped alarm was then logged at 11:42:24 on (B)(6) 2021 due to a failure of the pump to restart after several attempts. Two (2) vad disconnect alarms were logged on (B)(6) 2021 since 11:57:36, likely due to troubleshooting and/or a controller exchange. Three (3) vad disconnect alarms were logged on (B)(6) 2021, likely due to a trouble shooting and/or a controller exchange. This was followed by two (2) vad disconnect alarms logged on (B)(6) 2021 at 11:23:52 and 11:24:52 due to a critical phase open, indicating there was an open phase on each stator. An additional electrical fault alarm was logged on (B)(6) 2021 at 11:24:52 due to the rear stator not being connected. An additional vad stopped alarm was logged on (B)(6) 2021 at 11:25:52 due to a failure of the pump to restart after several attempts. This was followed by successful motor start event was recorded at 11:26:16 on (B)(6) 2021. Log file analysis associated with (B)(6)revealed a vad disconnect alarm was logged on (B)(6) 2021 at 12:20:32. Additionally, review of the data log file revealed that the controller was not in use prior to vad disconnect alarm; the first data point on (B)(6) 2021 was logged at 12:21:00, indicating that the vad disconnect alarm occurred during a controller exchange. Once the vad disconnect alarm cleared, a successful motor start event was recorded at 12:22:15. Log file analysis associated with (B)(6) also revealed one (1) electrical fault alarm, one (1) high watts alarm, two (2) additional vad disconnect alarms, and one (1) vad stopped alarm were logged on (B)(6) 2021. An electrical fault alarm was logged at 12:52:43 due to an open phase in the front stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm at 12:52:52 due to the increased power consumption required to run on a single stator. An additional vad disconnect alarm was logged on at 11:52:58 due to a critical phase open, indicating there was an open phase on each stator. A vad stopped alarm was logged at 11:54:08 due to a failure of the pump to restart after several attempts. An additional vad disconnect alarm was then logged at 12:55:47 due to a physical disconnection of the driveline from the controller, likely due to troubleshooting. This was followed by successful motor start event was recorded at 12:56:07 on (B)(6) 2021. As a result, the reported vad stop, electrical fault alarm, and high power events were confirmed; however the reported poor driveline cable mechanical connection could not be confirmed. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, high watt alarms, vad disconnect alarms due to a critical phase open, and poor mechanical connection event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d4: serial #: (B)(6) d9: yes, return date: 07-jul-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c15, c19 h6: FDA conclusion code(s): d10, d11, d15 d4: serial #: (B)(6) h3: yes h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had presented to the emergency department following the onset of electrical fault alarms. It was reported that the alarms stopped without intervention while at the emergency department. Data log files were reviewed and the device was examined; the alarms were unable to be reproduced. The patient was then admitted to the intensive care unit for monitoring, but no further alarms or abnormal parameters occurred. The patient was discharged home the following day.

Manufacturer narrative:
A supplemental report is being submitted due to additional information and revisions made to the codes and investigation summary. Revised product event summary: one (1) controller (B)(6) was returned for evaluation. The pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation as they remain still in use. A review of the devices' history records was not performed as the reported event and analysis is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event. The most likely observed contamination can be attributed to handling of the device. Visual inspection did not reveal any signs of contamination within the driveline connector. Supplemental testing revealed that the controller¿s driveline connector functioned as intended with no anomalies observed. Internal inspection did not reveal any anomalies. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed three (3) electrical fault alarms, one (1) high watt alarm, eight (8) vad disconnect alarms, and two (2) vad stopped alarms within the analyzed period. An electrical fault alarm was logged on (B)(6) 2021 at 11:41:38 due to an open phase in the rear stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm at 11:41:49 due to the increased power consumption required to run on a single stator. A vad disconnect alarm was then logged at 11:41:50 on (B)(6) 2021 due to a physical disconnection of the driveline from the controller, likely due to troubleshooting. An additional electrical fault alarm at 11:42:03 on (B)(6) 2021 was recorded due to the rear stator not being connected. A vad stopped alarm was then logged at 11:42:24 on (B)(6) 2021 due to a failure of the pump to restart after several attempts. Two (2) vad disconnect alarms were logged on (B)(6) 2021 since 11:57:36, likely due to troubleshooting and/or a controller exchange. Three (3) vad disconnect t alarms were logged on (B)(6) 2021, likely due to a trouble shooting and/or a controller exchange. This was followed by two (2) vad disconnect alarms logged on (B)(6) 2021 at 11:23:52 and 11:24:52 due to a critical phase open, indicating there was an open phase on each stator. An additional electrical fault alarm was logged on (B)(6) 2021 at 11:24:52 due to the rear stator not being connected. An additional vad stopped alarm was logged on (B)(6) 2021 at 11:25:52 due to a failure of the pump to restart after several attempts. This was followed by successful motor start event was recorded at 11:26:16 on 01/jul/2021. Log file analysis additionally revealed one (1) controller power-up with associated motor start event logged on (B)(6) on 16/jun/2021 at 09:51:23, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 81% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 82% rsoc. The data point recorded after the loss of power revealed that was (B)(6) connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for ten (10) seconds. No anomalies were observed leading up to the event. The observed low flow alarm and controller loss of power are additional findings, not related to the reported event. Log file analysis associated with (B)(6) revealed a vad disconnect alarm was logged on (B)(6) 2021 at 12:20:32. Additionally, review of the data log file revealed that the controller was not in use prior to vad disconnect alarm; the first data point on (B)(6) 2021 was logged at 12:21:00, indicating that the vad disconnect alarm occurred during a controller exchange. Once the vad disconnect alarm cleared, a successful motor start event was recorded at 12:22:15. Log file analysis associated with (B)(6) also revealed one (1) electrical fault alarm, one (1) high watts alarm, two (2) additional vad disconnect alarms, and one (1) vad stopped alarm were logged on (B)(6) 2021. An electrical fault alarm was logged at 12:52:43 due to an open phase in the front stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm at 12:52:52 due to the increased power consumption required to run on a single stator. An additional vad disconnect alarm was logged on at 11:52:58 due to a critical phase open, indicating there was an open phase on each stator. A vad stopped alarm was logged at 11:54:08 due to a failure of the pump to restart after several attempts. An additional vad disconnect alarm was then logged at 12:55:47 due to a physical disconnection of the driveline from the controller, likely due to troubleshooting. This was followed by successful motor start event was recorded at 12:56:07 on 30/jun/2021. As a result, the reported vad stop, electrical fault alarm, and high-power events were confirmed; however, the reported poor driveline cable mechanical connection could not be confirmed. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, high watt alarms, vad disconnect alarms due to a critical phase open, and poor mechanical connection event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (non-subgroup). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation c conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. A possible cause of the reported driveline cable poor mechanical c connection event could not be determined because the returned device tested within specification and the issue could not be duplicated. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to poor vad filling, potentially associated with the reported pump malposition event, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during additional log file review analysis, a loss of power was observed in the controller. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: serial#: (B)(6) d1: controller d4: serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were no information regarding the specific loss of power incident, and that the patient frequently double disconnected due to advanced age but there are no specific details for that time.

Manufacturer narrative:
This information was received from the mcs product surveillance registration mechanical circulatory support therapy base study. Additional products: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019/ serial or lot#: (B)(4) /UDI #: (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 11-dec-2018. Labeled for single use?: no. (B)(4). Brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019/ serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 11-dec-2018. Labeled for single use?: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power with high watt alarms and the controller exhibited an electrical fault alarm. The controller was exchanged which resulted in a vad stop. The patient thought that the driveline might not have been fully engaged so they tried to re-insert the driveline several times which resulted in a vad stop. The patient was hospitalized and received vasodilators. The vad and backup controller remain in use. No further patient complications have been reported as a result of this event.